Event description:
It was reported that there was an apparent lead fracture and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was an apparent lead fracture and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was later reported that the lead had normal impedance values but noise on the lead was detected as ventricular fibrillation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and the proximal conductor fractured. It was noted that the defibrillation coil was distorted, several conductors were cut, the distal conductor was stretched, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead, the helix was disengaged from the helical channel and the tip seal was observed to be out of position.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.